Event description:
This report is being filed upon notification from our x-ray MFR to submit this event that occurred. Problem: the pt was having an MRI procedure. The pt was scanned with the synergy body coil (sbc) with the feet first into the magnet. The sbc was placed over the anterior and posterior upper hip/thigh. The pt complained of a warming between his thighs at the end of the exam. About two hours after the examination, a second degree burn with a 2 cm blister appeared on one leg. There was skin to skin contact between the two legs at the location of this burn. The pt was treated with burn ointment.